Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia'), bladder injury ('1cm tear in left lower aspect of bladder juxtaposed to posterior insertion site of ureter into bladder') and abdominal adhesions ('dense adhesive disease anterior abdominal wall to left side of cervix and uterus') in an adult female patient who had essure (ess205) (batch no. 12273827) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), adenomyosis ("adenomyosis"), cervicitis ("minimal chronic cervicitis"), fallopian tube cyst ("left fallopian tube cystic walthard rests"), abdominal adhesions (seriousness criterion medically significant) and endometrial atrophy ("benign inactive to atrophic endometrium") and was found to have uterine leiomyoma ("intramural leiomyomata in myometrium") and ovarian adenoma ("adenofibroma left ovary"). The patient was treated with surgery (adhesiolysis, cystotomy, cystoscopy and total laparoscopic hysterectomy with bilateral salpingoophorectomy). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, menorrhagia, bladder injury, adenomyosis, uterine leiomyoma, cervicitis, fallopian tube cyst, abdominal adhesions, endometrial atrophy and ovarian adenoma outcome was unknown. The reporter provided no causality assessment for abdominal adhesions, adenomyosis, bladder injury, cervicitis, endometrial atrophy, fallopian tube cyst, menorrhagia, ovarian adenoma, pelvic pain and uterine leiomyoma with essure (ess205). The reporter commented: lawyer reported essure removal. Events were extracted from medical records. Surgery on (B)(6)2019: preoperative diagnoses: 1. Chronic pelvic pain, foreign body ln the uterus. 2. Menorrhagia. Postoperative diagnoses: 1. Chronic pelvic pain, foreign body ln the uterus. 2. Menorrhagia. 3. Incidental cystectomy the patient had normal-appearing uterus and fallopian tubes; however, she did have dense adhesive disease of the anterior abdominal wall to the left side of the cervix and uterus, which eventually when dissected down, was found to have a 1cm tear in the left lower aspect of the bladder, juxtaposed to the posterior to the insertion site of the ureter into the bladder. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6)2019: normal-appearing uterus, fallopian tubes; however, dense adhesive disease of anterior abdominal wall to left side of cervix and uterus, which eventually when dissected down, was found to have a 1cm tear in the left lower aspect of the bladder, juxtaposed to the posterior to the insertion site of the ureter into the bladder. Pathology test - on (B)(6)2019: specimen: uterus, bilateral fallopian tubes, ovaries: cervix : minimal chronic cervicitis. Endometrium: benign, inactive to atrophic endometrium. Myometrium: tan-pink, rubbery, trabeculated and vaguely whorled measuring up to 2.2 cm in thickness, in myometrium multiple well circumscribed tan to tan-white whorled rubbery nodules measuring up to 0.8 cm in greatest dimension. Sections show no focal areas of softening or congestion. Within the bilateral cornua silver metallic coiled wires, primarily located within proximal ends of fallopian tubes. No gross extension to serosal surface identified: intramural leiomyoma and adenomyosis. Serosa: unremarkable. Right ovary: epithelial inclusion glands. Right fallopian tube: unremarkable; essure coil. Left ovary: small adenofibroma and background epithelial inclusion glands. Left fallopian tube: cystic walthard rests; essure coil.. ¿concerning the injuries reported in this case, the following were described in patient¿s medical record: abdominal adhesions, adenomyosis, cervicitis, cystostomy, endometrial atrophy, fallopian tube cyst, menorrhagia, ovarian adenoma, pelvic pain and uterine leiomyoma ". Amendment: the report was amended for the following reason: due to internal review lot number was added. Laparoscopy and pathology report results added in test section. Events added (previously pelvic pain and menorrhagia extracted from medical records only). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia'), bladder injury ('1cm tear in left lower aspect of bladder juxtaposed to posterior insertion site of ureter into bladder') and abdominal adhesions ('dense adhesive disease anterior abdominal wall to left side of cervix and uterus') in an adult female patient who had essure (ess205) (batch no. 12273827) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), adenomyosis ("adenomyosis"), cervicitis ("minimal chronic cervicitis"), fallopian tube cyst ("left fallopian tube cystic walthard rests"), abdominal adhesions (seriousness criterion medically significant) and endometrial atrophy ("benign inactive to atrophic endometrium") and was found to have uterine leiomyoma ("intramural leiomyomata in myometrium") and ovarian adenoma ("adenofibroma left ovary"). The patient was treated with surgery (adhesiolysis, cystotomy, cystoscopy and total laparoscopic hysterectomy with bilateral salpingoophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, bladder injury, adenomyosis, uterine leiomyoma, cervicitis, fallopian tube cyst, abdominal adhesions, endometrial atrophy and ovarian adenoma outcome was unknown. The reporter provided no causality assessment for abdominal adhesions, adenomyosis, bladder injury, cervicitis, endometrial atrophy, fallopian tube cyst, menorrhagia, ovarian adenoma, pelvic pain and uterine leiomyoma with essure (ess205). The reporter commented: lawyer reported essure removal. Events were extracted from medical records. Surgery on (B)(6) 2019: preoperative diagnoses: 1. Chronic pelvic pain, foreign body ln the uterus. 2. Menorrhagia. Postoperative diagnoses: 1. Chronic pelvic pain, foreign body ln the uterus. 2. Menorrhagia. 3. Incidental cystectomy the patient had normal-appearing uterus and fallopian tubes; however, she did have dense adhesive disease of the anterior abdominal wall to the left side of the cervix and uterus, which eventually when dissected down, was found to have a 1cm tear in the left lower aspect of the bladder, juxtaposed to the posterior to the insertion site of the ureter into the bladder. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: normal-appearing uterus, fallopian tubes; however, dense adhesive disease of anterior abdominal wall to left side of cervix and uterus, which eventually when dissected down, was found to have a 1cm tear in the left lower aspect of the bladder, juxtaposed to the posterior to the insertion site of the ureter into the bladder. Pathology test - on (B)(6) 2019: specimen: uterus, bilateral fallopian tubes, ovaries: cervix : minimal chronic cervicitis. Endometrium: benign, inactive to atrophic endometrium. Myometrium: tan-pink, rubbery, trabeculated and vaguely whorled measuring up to 2.2 cm in thickness, in myometrium multiple well circumscribed tan to tan-white whorled rubbery nodules measuring up to 0.8 cm in greatest dimension. Sections show no focal areas of softening or congestion. Within the bilateral cornua silver metallic coiled wires, primarily located within proximal ends of fallopian tubes. No gross extension to serosal surface identified: intramural leiomyoma and adenomyosis. Serosa: unremarkable. Right ovary: epithelial inclusion glands. Right fallopian tube: unremarkable; essure coil. Left ovary: small adenofibroma and background epithelial inclusion glands. Left fallopian tube: cystic walthard rests; essure coil.. ¿concerning the injuries reported in this case, the following were described in patient¿s medical record: abdominal adhesions, adenomyosis, cervicitis, bladder injury, endometrial atrophy, fallopian tube cyst, menorrhagia, ovarian adenoma, pelvic pain and uterine leiomyoma ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (davinci assisted laparoscopic total hysterectomy, bilateral salpingoophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure (ess205). The reporter commented: surgical pathology: uterus and bilateral adnexa. Cervix : minimal chronic cervicitis. Endometrium: benign, inactive to atr4;\x,;ophic endometrium. Myometrium: intramural leiomyoma and adenomyosis. Serosa: unremarkable. Right ovary: epithelial inclusion glands. Right fallopian tube: unremarkable; essure coil. Left ovary small adenofibroma and background epithelial inclusion glands. Left fallopian tube cystic walthard rests; essure coil. ¿concerning the injuries reported in this case, the following were described in patient¿s medical record: pelvic pain and menorrhagia". Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events "pelvic pain and menorrhagia", essure lot number was added. Essure model number was updated to ess205 (previously reported as ess305). Patient date of birth and reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.